Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads triggered an alert for high impedance values on the date of the patient's device change out. Both leads remain in use. No patient complications have been reported as a result of this event.